Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent was not easy to push seems like there was resistance.

Event description:
It was reported that the ureteral stent was not easy to push seems like there was resistance.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿material selection". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques. Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Potential complications: complications that may result from the use of a guidewire in a urological procedure incude, but are not limited to: ¿ perforation ¿ acute or delayed bleeding ¿ tissue trauma ¿ edema direction for use: the physician should select the proper size and length of the guidewire for the procedure being performed. 1. The guidewire is packaged in a protective coil. Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip. 2. Introduce the guidewire, flexible end first, into the working channel of the endoscopes or percutaneously into the urinary tract. 3. Advance the guidewire slowly into the desired position. Continuously confirm guidewire position either visually or under fluoroscopy. 4. Carefully withdraw the guidewire taking care not to kink. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.